Event description:
The patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using the navarre universal drainage catheter. Post the procedure on (B)(6) 2026, the drainage catheter connector was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, three electronic photos were provided for review. The second photo show partial view of catheter hub of drainage catheter in which longitudinal crack was noted. Therefore, the investigation confirmed a catheter hub fracture issue for the second device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.